Manufacturer narrative:
Additional information: b5, b6: b5: upon follow up, it was reported that on an unknown date, the patient was recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The peritonitis was diagnosed nine days after the onset of peritonitis began. It was reported the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, intraperitoneal, stat, one dose) and ceftazidime injection (1gm, intraperitoneal, once daily, stopped) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow up, the patient was discharged from the hospital on an unknown date. The patient also recovered from abdominal pain on an unknown date. H11: should additional relevant information become available, a supplemental report will be submitted.